Event description:
Patient was undergoing excision of left knee ossicle and repair of patellar tendon. The physician was putting in a 5.5 arthrex anchor and a tiny tip of metal stayed in when he put the anchor in, and it will remain in the knee. A product complaint form was submitted but the staff did not think to save the product to accompany the form.